Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During routine maintenance of the device, a mixing pump failure was found. Mixing pump was exchanged. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failed mixing pump. Per follow-up information received via email on 14nov2022, it was seen during functional check by the technical. So, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had failed mixing pump. Per follow up information received via email on 14nov2022, it was seen during functional check by the technical. So, there was no patient involvement.